Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 block h11: product investigation: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to lead migration and loss/no stimulation which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that after the placement procedure on (B)(6) 2025, the device is not providing symptom relief, and the patient can no longer feel stimulation despite being maxed out on program 1. It was later reported the max amplitude settings was very low. The patient has not had symptom relief despite multiple reprogramming and adjustments performed. The patient denies any changes in medication, overall, health status, or recent falls. The patient was reprogrammed and an x-ray was ordered to confirm placement of the device. The patient had a lead revision on (B)(6) 2026.